Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urinary/bowel dysfunction. It was reported that the trial was initiated on (B)(6) 2025. It was reported that the lead got migrated or moved. It was unknown if the product migrate around or entangle internal organs. The patient experienced lead broken as the issue related to the migration. The stylet was protruded from lead upon removal from stealth. The cause of the event was not known. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# 60616271 implanted: (B)(6) 2025: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 306001 (lot: 60616271); product type: 0215-screening device; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urinary/bowel dysfunction. It was reported that the trial was initiated on 2025-may-14. It was reported that the lead got migrated or moved. It was unknown if the product migrate around or entangle internal organs. The patient experienced lead broken as the issue related to the migration. The stylet was protruded from lead upon removal from stealth. The cause of the event was not known. The issue was resolved.